Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP,bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5112013). The patient has alleged severe sleep apnea, sore throat, nose bleed. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP,bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5112013).the patient has alleged severe sleep apnea, sore throat, nose bleed. There was no report of serious or permanent patient harm or injury. The manufacturer also received new information alleging visualization of foam particles.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP,bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5112013).the patient has alleged severe sleep apnea, sore throat, nose bleed. There was no report of serious or permanent patient harm or injury. In previous report b1 was not mentioned. In this report section b1,g3 has been updated / corrected.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information about an alleged severe obstructive sleep apnea, severe nose bleeds, raw sores and vizualization of particles. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer using a known good power supply and power cord and observed the following from an external and internal inspection. There was an unknown dark contaminant on the bottom enclosure. Evidence of liquid ingress was observed on the bottom of the blower. A keratin-like substance was observed on the blower box. They was able to confirm the presence of degraded sound abatement foam residue in the blower box. The manufacturer used a fitt (foam integrity test tool) was able to confirm the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was observed. The device's downloaded event log was reviewed by the manufacturer and found zero error. In this report, section h6 has been updated.